Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced decreased exercise tolerance and shortness of breath. It was further reported that the right ventricular (rv) lead dislodged. It was further reported that the rv lead exhibited high thresholds, short ventricle-ventricle intervals and was sensing atrial activity. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event. ·